Event description:
It was reported that the plaintiff was implanted with "the monarc" mesh system. "Plaintiff has a condition that required surgical intervention for repair. Plaintiff was implanted with the monarc mesh system on (B)(6) 2008." It was alleged by the attorney for the plaintiff that within months after the implant, plaintiff experienced complications from the mesh requiring additional medical care and treatment and/or surgical intervention. It was also alleged that plaintiff suffered debilitating injuries from the synthetic mesh including mesh erosion, hardening, dense scaring, chronic pain and worsening urination leading to the need for dangerous and serious surgery; required and will continue to require healthcare and services, has suffered and will continue to suffer mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic debilitating pain, and other such damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.